Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that loss of sensing, loss of capture, undersensing, and far r-wave oversensing were observed on the atrial lead. During device replacement due to normal elective replacement indicator (eri), the lead was capped and replaced. The patient was in stable condition.